Event description:
Procedure type: hysterectomy. According to the reporter: the first device that was used jammed. Another device was used and did not clip the vessel. The artery was damaged. The bleeding was stopped by electrocoagulation. A third instrument from another lot was used satisfactorily.

Manufacturer narrative:
(B)(4).